Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at implantation surgery only a partial electrode array insertion could be achieved. A revision surgery was conducted to re-insert the electrode array, however, intra-operative measurements showed several electrode channels with status hi or sc. Reportedly, the device was functional before the revision surgery. A back-up device was implanted during the same procedure, achieving a complete insertion.

Manufacturer narrative:
Conclusion: device investigations show mechanical damage to the active electrode most likely caused, inadvertently, during revision surgery since the device was reportedly functional before explantation. According to received information, the device was explanted as a partial insertion could be achieved at implantation, most likely due to anatomical reasons. The patient was successfully re-implanted. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that at implantation surgery only a partial electrode array insertion could be achieved. A revision surgery was conducted to re-insert the electrode array, however, intra-operative measurements showed several electrode channels with status hi or sc. Reportedly, the device was functional before the revision surgery. A back-up device was implanted during the same procedure, achieving a complete insertion. As per additional information received, diagnostic imaging confirmed partial insertion of concerned device. The patient was re-implanted by a surgeon experienced with complex anatomy and full insertion was achieved. The patient's implant has now been activated with all electrodes functioning and is progressing well.